Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan (lfs) in another country alleging the one touch ii meter was giving inaccurately erratic readings. Two days later, the technical service representative (tsr) spoke with the patient to obtain and verify information. One day earlier at 6:00 pm, the patient obtained the blood glucose reading of 12.0 mmol/l (216 mg/dl) using the reported meter. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Based on his sliding scale, the patient took six units of actrapid insulin. The patient ate his dinner of soup, bread and milk at 9:00 pm. The patient had no further snack before bedtime at 10:45 pm. At 11:30 pm, the patient awoke experiencing the symptoms of sweating and 'his legs felt like cotton'. While symptomatic, the patient obtained a blood glucose reading of 4.2 mmol/l (76 mg/dl) on the reported meter. Following this reading, the patient administered self-care by consuming fruit with syrup and a biscuit ('rusk'), and felt better one hour later. The patient did not seek medical attention. Earlier on the day of the event, the patient obtained a meter reading of 6.1 mmol/l (110 mg/dl). The patient takes actrapid insulin on a sliding scale based on meter readings, and 40 units insultar insulin every evening. The customer service representative (csr) determined during the troubleshooting telephone call that the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. Quality control testing was performed during the call with a passing checkstrip test. It would have been helpful to determine the patient's expected blood glucose readings, and how frequently he tests his blood glucose level. The csr also determined the patient was incorrectly cleaning the meter with alcohol, which can cause inaccurate readings. The meter was replaced. The patient alleged he became hypoglycemic while using the reported lfs product. It is not clear the patient's results were inaccurate or that they had contributed to the patient becoming hypoglycemic. No information was provided as to the patient's insulin doses taken earlier on the day of the event, nor to the timing of the meter readings obtained. The meter readings of 4.2 mmol/l (76 mg/dl) did not correlate with the patient's symptoms. Therefore, this complaint is being reported.